Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the sys error 105. The alarm was found to be caused by a seized motor. The failed motor assembly was replaced.

Event description:
It was reported a spectrum infusion pump was alarming sys error 105 during pt therapy. It was also reported that there was no pt injury.